Event description:
Reportedly, during pt use, a 'high fio2' alarm occurred. An oxygen sensor calibration did not solve the issue; replacing the sensor resolved this issue. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.

Manufacturer narrative:
Though requested, pt info was not provided.